Event description:
It was reported that during implant, the lead showed t-wave oversensing. The settings were changed on the lead to resolve the issue. However, subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood/body fluid was noted on all conductors (not obstructed); full lead returned and analyzed.